Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer technical advocate (cta) was contacted by the customer stating that the cell-dyn 3200 sl analyzer was generating discrepant results for one patient. An initial platelet result of 69.1 k/ul was obtained with no flagging. The sample was repeated yielding a plt = 10.2 k/ul result. This result was flagged lri, indicating lower region interference. A manual slide review estimated the platelet count to be 19 k/ul with giant platelets noted. The sample was sent to a reference lab obtaining a platelet result of 10 k/ul. The initial platelet result of 69.1 k/ul was not reported. The plt = 10.2 k/ul result that was flagged and released was retrieved prior to being reported to the physician.